Event description:
Patient bjf had knee replacement surgery. For post-operative pain relief, the customer reported a femoral catheter was used with a symbios go pump. The labeled volume of the pump was 150 ml (2ml/hr) and was placed on the morning of (B)(6) 2013. Upon assessment the next morning, the pump was empty. No leaking into the bed was noted. The customer reported in patient injury.